Event description:
As reported via the edwards clinical specialist, during a transeptal tavr procedure, the first sapien valve was implanted slightly too aortic causing moderate paravalvular leak (pvl). A second valve was placed approximately 1/3 lower than the initial valve resolving the issue. According to the case summary, during this transeptal case, right venous access was obtained and a 24fr retroflex3 sheath was inserted. Septostomy was performed using 14 x 20 foxcross balloon. A 26mm sapien valve was delivered on a non-edwards (25 x 4 zmed) balloon. The valve was positioned 60:40 aortic and deployed in a 70:30 aortic position. Echo imaging showed moderate plus transvalvular leak. A decision was made to place a second 26 mm sapien valve slightly lower. The second valve was crimped onto a non-edwards balloon and would not pass through the initial 24fr sheath that was in place. The physician requested an ascendra introducer sheath to deliver the valve through and the initial 24fr sheath was removed. A second 26mm sapien valve was delivered approximately 1/3 lower than the initial valve using a 25 x 4 z med balloon with a result of minimal pv leak. The 26fr ascendra introducer sheath was removed and the site was percutaneously closed. The patient left the procedure room in stable condition.

Manufacturer narrative:
This patient was noted to have moderate degree of native aortic valve and leaflet calcification. Prior to deployment, the first sapien valve and delivery system, were noted to have good coaxial alignment and image intensifier angle. The sapien valve was positioned 60:40 aortic within the native annulus. Post deployment the valve positioning was noted to be 70:30 aortic. During deployment, ventilation was held and there was no loss of pacing capture. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. In this case, the exact cause of the reported event cannot be determined. Patient (annular calcification) and procedural factors (transeptal approach with the valve crimped on a non-edwards balloon) could have caused or contributed to the event. The IFU/training manuals recommend the use of the retroflex3 introducer sheath via transfemoral approach and the ascendra1 introducer sheath is intended for use in a transapical approach. In addition the sapien valve is crimped onto an ascendra1 delivery system or an rf3 delivery system and advanced through the edwards sheath. In this case, the devices were used off label via a transeptal approach without the use of the retroflex3 delivery system or an ascendra1 delivery system. The safety and effectiveness of the edwards sapien transcatheter heart valve via transeptal delivery has not been established, is not an FDA approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. No corrective and preventative actions are required.